Event description:
Reportable based on device analysis completed on 17dec2021. It was reported that premature deployment occurred. The target lesion was located in the mildly tortuous and non-calcified internal iliac artery. A 8mm x 40cm interlock-35 coil was selected for use. During the procedure, the device got early detached in the middle part of the catheter. The coil was removed together with the catheter and the procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed interlocking arm detachment.

Manufacturer narrative:
Device evaluated by MFR: visual inspection revealed only a main coil was returned. Coil was noticed kinked and stretched, introducer sheath and delivery wire did not return. No more damages were found in the device. Microscopic inspection, the zap tip has a smooth surface and the interlocking arm was detached. Dimensional inspection was performed for delivery wire and the main coil and both specification passed the test.